Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced bleeding at sensor insertion site. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's school nurse removed sensor from abdomen due to discomfort and bleeding under sensor patch. School nurse was not sure if the sensor had been bumped or what might have caused the bleeding. School nurse inserted a new sensor and applied over the counter neosporin to the affected area. Patient did not require further medical intervention. No additional event or patient information is available.